Manufacturer narrative:
Block h6: device code a1702 is being used to capture the reportable event of failure to retrieve anchor. Imdrf code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during an edg procedure on october 1, 2025. During the procedure, the physician prepared to place a second suture. Too much tissue was captured by the device and the anchor exchange failed to unload from the needle body. With the anchor still in the patient's tissue, the physician used scissors to cut the suture and left the anchor in the esophageal wall. The procedure was completed with mantis clips to fixate the stent. There was no patient complications reported as a result of this event.